Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The root cause of this breakage has been identified as a design issue (material not resistant enough to corrosion). This problem has been identified during (B)(4) and is addressed by CAPA (B)(4). A new material is currently implemented. As this breakage is due to a design issue. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon notified stryker that an apex adaptor clamp had broken on the patient's lrf frame.

Event description:
Surgeon notified stryker that an apex adaptor clamp had broken on the patient's lrf frame.